Event description:
This was a lead extraction case performed in the or to remove 3 leads due to infection. The first two leads (medtronic 5076 and medtronic 6957) were removed without incident using a 14f glidelight catheter. The final lead (medtronic (B)(4), implanted (B)(6)) was fixed at the rv apex. The lead was prepped with an lld#2. The physician upsized to a 16f glidelight catheter with a visisheath and advanced to the lead distal tip. During counter traction, the rv lead released and was removed, but the blood pressure dropped. A sternotomy was performed, and an rv perforation was identified. The patient did not survive the rescue attempt.

Manufacturer narrative:
A review of the details of the case reported was performed on (B)(6) 2013 by spectranetics. This review determined that the suspect device was the lld#2 that was used to provided traction to the lead. This follow-up report changes the suspect device to the lld#2 as the suspect device.